Manufacturer narrative:
A supplemental report is being submitted for new additional information received for the event, the patient biographic, relevant history. The patient is a participant in a clinical study "hvad destination therapy post approval study." The file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the controller also exhibit high power alarms.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation product event summary: the controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis revealed a controller fault alarm and high watt alarm were logged on (B)(6) 2020. A controller fault alarm was logged at 18:32:54 due to an open metal¿oxide¿semiconductor field-effective transistor (mosfet) fault in the front stator, resulting in single stator operation. The subsequent high watt alarm was due to the increased power consumption required to run on a single stator. Additionally, a vad disconnect alarm was logged on (B)(6) 2020 at 19:45:44, likely due to trouble shooting of the controller during the reported controller exchange. Failure analysis of the returned device revealed that the controller passed visual inspection. Visual inspection revealed no signs of contamination within the driveline connector. During functional testing, the controller triggered an electrical fault alarm followed by a high watt alarm, indicating the front stator was not connected, resulting in single stator operation. Internal inspection did not reveal any anomalies. During supplemental testing the driveline molex connector was disconnected and reconnected after which the controller function as expected. The controller was then connected to a test motor and allowed to run for an extended period of time; results revealed that the driveline port functioned as intended and the controller fault alarm or any additional alarms could not be replicated. As a result, the reported event was confirmed. The most likely root cause of the reported controller fault alarm and observed electrical fault and high watt alarms can be attributed to an improper assembly. CAPA pr00470381 was initiated to investigate marginally connected molex connectors within controller 2.0. Investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited a controller fault alarm. The controller was exchanged. No patient complications have been reported as a result of this event.